Manufacturer narrative:
The customer's cobas liat analyzer (s/n(B)(4)) was returned for and repair. A tube leakages could be identified starting with run #587. The leakages disturbed the background signals and decreased the baseline signals for all channels until last run #594 the low baseline values lead to the observed false positive result. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4). (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from canada alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 run #594 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). September 05, 2021 the patient¿s same sample was repeat tested and analyze on a different cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. Patient sample was collected using nasopharyngeal no information on the media type or amount used in the sample collection.